Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with a ventricular fibrillation (vf) episode terminated by a shock therapy. An interrogation of the device yielded undersensing on the right ventricular (rv) lead. The undersensing lead to inappropriate shock therapy of the patient. The lead remains in use. No further patient complications have been reported as a result of this event.